Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking screws were difficult to fully seat. And once surgeon attempted to seat both screws further, the heads of the screws broke off. The glenosphere would not fully engage and seat on the metaglene component. The glenosphere was found to have threads that were folded over the central screw, and would not engage the threads of the metaglene component.

Manufacturer narrative:
The complaint description states that the head of the locking screws broke off and the glenosphere would not fully engage on the metaglene component. Only the glenosphere associated to the complaint was returned for analysis. The visual analysis carried out on the returned product shows a deterioration of the thread of the fixing screw of the glénosphère (deterioration indicating an assembly not in the axis). The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The incident could have occurred during use, from an assembly not in the axis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.